Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation associated with related event 1938150 has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (mqr) procedure. The identified malfunction code, soft cannula found bent/kinked upon removal from infusion site, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review: lot 6006126 was manufactured on 17-mar-2024, in machine with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event: due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. During manufacturing of the cannula part, the soft cannula is kept straight by the introducer needle, no samples were returned for inspection. However, during use in general and specifically during insertion may accidentally kink the soft cannula. No further action is required for this complaint, if used/unused samples are received, appropriate actions will be taken.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced bent cannula event 06-july-2024. The infusion set was in use for 1day. The blood glucose level reported during the event was 25.0 mmol/l. The patient was hospitalized due to high blood glucose and high ketones levels. Patient took bolus via pump to address the high blood glucose. During hospitalization the patient was given intravenous fluids of saline and insulin to address high blood glucose. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.